Event description:
It was reported that during implant attempt, after the leads were connected to the device and wireless telemetry was established, a cold device observation was noted. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Upon analysis, no anomalies were found.